Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6's pocket b1 latch was broken and required maintenance. Customer tried to recover and reboot the station however the efforts were unsuccessful, and customer had plugged and unplugged the power cables, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by contacting the pharmacy department to replace the broken cubie, and no further investigation was required. The system functioned as intended after the customer resolved the issue.